Event description:
It was reported that high capture threshold was noted on the right ventricular (rv) lead. Rv lead damage was suspected due to a patient fall. The physician elected to cap and replaced the rv lead. There were no patient consequences.